Event description:
It was reported to philips that the system's footswitch was unable to trigger fluoroscopy. The device was in clinical use at the time of the event. No harm to the patient or user was reported. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. According to additional information collected, the coronary diagnostic procedure was completed using the cine button in the control room. A philips field service engineer (fse) went onsite and confirmed that there was intermittent issue with the system enabling x-ray using wired foot switch. A review of system indicated multiple footswitch signals, confirming malfunctioning footswitch. The fse replaced the wired footswitch and returned to philips for further analysis. The analysis identified that there was a missing anti-slip pad. However, there was no failure confirmed, and cause of the failure remains unknown. Following replacement, the system was returned to use in good working order. At the time this complaint was received, philips did not have enough information to exclude the potential for death or serious injury on recurrence, and as such the complaint was reported. Since that time, new information has been received which has led to the determination that this is scenario is not likely to cause or contribute to death or serious injury if it were to recur. A scenario where the imaging functionality is still available and the procedure can be completed on the same system, is not likely to cause or contribute to death or serious injury should it recur. Therefore, based on this investigation results, philips concludes that this complaint is not reportable. Based on the investigation results, philips concluded that the complaint is not reportable. The codes were updated based on the investigation outcome.